Event description:
It was reported that on (B)(6)-2009 the patient underwent a posterior, single level, lumbar fusion, without implementation of an lt-cage, using a combination of infuse, local autograft, and/or allograft and allegedly sustained severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on (B)(6) 2009 the patient underwent the following surgeries: (1) minimally invasive tlif at l5-s1. (2) pedicle screw instrumentation, l5-s1. (3) cage instrumentation, l5-s1. (4) local autograft bone. To treat the following pre-op diagnosis: degenerated herniated disc l5-s1 op-notes: a cage trial was placed in the disc space. It was found that a 26 millimeter length x 12 millimeter height trial fit well. Local bone obtained from the laminectomy was morselized in a bone mill. Half of a small rhbmp-2/acs kit was cut into small pieces and mixed throughout the bone graft. The bone graft was then impacted until the disc space until it was approximately two-thirds full. The other half of the small rhbmp-2/acs kit was packed into the corresponding cage. The cage was then impacted so that it was well centered on both the ap and lateral planes. This completed the tlif and cage instrumentation. The screws were then inserted with the corresponding screw extenders. The head and screw extenders were mated. A device was placed on the head of the screw extenders. A trocar was inserted through a separate stab incision proximally and brought down to the first screw head and templates were used to measure the rod length. 40 millimeter length rods were then advanced into the screw heads and cap screws were used to affix the rod into the screw heads. Compression was applied across the construct and the screw heads were then sheared off. This completed pedicle screw instrumentation. Final ap and lateral fluoroscopic x-rays showed all the instrumentation to be in good position. The patient was flipped back to a supine position, extubated without difficulty, and brought to the recovery room in stable condition.